Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Color marking from the rasps crumble off. Replacement was available.

Manufacturer narrative:
Conclusions: the reported event was confirmed as per material analysis performed on the returned product which concluded that the neck indicator fractured in multiple overload events. No identifiable material or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If the additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Color marking from the rasps crumble off. Replacement was available.